Event description:
It was reported that the the screw was fractured inside the fixture, mobility was also found, fixture was removed. Tooth site # 46.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided . H11: d10 - medical product - t3® non-platform switched tapered implant 4 x 10mm catalog #: bost410 lot #:2018070344.